Event description:
Related manufacturer reference number:2017865-2025-27666. It was reported that the right atrial and the right ventricular lead exhibited high capture thresholds. It was discovered that the leads were both dislodged. The leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold and lead dislodgement. As received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. The full helix extension length was measured within specification. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.